Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) defibrillation and transvenous leads were explanted as the patient had developed methicillin-resistant staphylococcus aureus (mrsa). No further adverse patient effects were reported. The products will not be returned.